Event description:
Procedure type: gastric bypass. According to the reporter: the surgeon had a piece of the endo-stitch needle break off during the case. He was starting to use the endo-stitch on the jejunostomy and part of the needle broke off on the first bite he was taking with it. There was a 3mm fragment of the needle that fell into the lumen of the bowel and dr (B)(6) was not able to recover it. We calculated that it was a 3mm fragment, by using a ruler and placing a whole endo-stitch needle to the remaining piece that had the fragment broken off. There was approximately a 3mm difference. The needle was in the lumen of bowel. There was no tissue damage, unanticipated blood loss, unanticipated colostomy, formal laparotomy, re-operation, conversion to open procedure, or extended operating room time.

Manufacturer narrative:
(B)(4).